Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for frame damage was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The following root causes identified in an existing technical summary were reviewed and were identified as applicable to this event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, patient access vessel had present of tortuosity. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, ''during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the commander and valve were not able to be advance through the 14f esheath. Resistance was noted at the partially expanded portion of the sheath. There were no abnormalities noted to the sheath prior to use. Multiple attempts were made to advance. The physician then flouroed over the valve and it was noticed a tine was bent outwards impeding the valve from advancing''. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra (s3u) valve in the aortic position, the commander and valve were not able to be advance through the 14f esheath. Resistance was noted at the partially expanded portion of the sheath. There were no abnormalities noted to the sheath prior to use. Multiple attempts were made to advance. The physician then fluorosed over the valve and it was noticed a tine was bent outwards impeding the valve from advancing. At this point the physician removed the entire system including sheath. It was noted upon sheath removal that a valve strut was "sticking out a little bit" of the sheath liner. A new esheath and new 23mm s3u were deployed without issue. There was no patient injury. The lot number of the esheath is not available as the device was discarded. Per the fcs, the loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. A 3mensio was provided for review.